Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9xt, serial number/date (B)(4) is approximately 15 years 2 months old. The owner's manual part number 1056953, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer called stating that the bearings on the right front caster of the 9xt manual wheelchair allegedly fell off, causing the wheel itself to fall off the chair. Consumer alleges that no one was in the wheelchair when this event happened.